Event description:
It was reported that a patient presented to clinic for follow up. The patient¿s pacemaker (pm) exhibited noise over sensing was resulting in inappropriate automatic mode switch (ams). No intervention or procedure was reported, the pm will be monitored. The patient was stable throughout.